Event description:
Reportedly, the patient underwent explant of the abbott medical optics (amo) intraocular lens (iol) (B)(6) 2012 due to the wrong diopter lens being implanted. The lens was implanted for approximately 25 days. It was stated that the patient underwent a successful iol replacement. There were no patient injuries or complications reported.

Manufacturer narrative:
The explanted lens was returned to our manufacturing site for evaluation. The results of the diopter inspection found that the lens was within the production order specifications. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, another supplemental report will be submitted.

Manufacturer narrative:
Completed by manufacturer patient (B)(4) - explant. The lens has not been returned for an evaluation. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.